Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported phenomenon was due to the lamp end of of life. As stated in the instructions for use, as a preventive measure, "check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described....."

Manufacturer narrative:
Through communication with the reporter, it was learned that the main lamp life was at 500 hours. To resolve the reported problem, olympus technical support advised that the main lamp be replaced. Based on the available information, the likely cause can be attributed to maintenance. As stated in the instructions for use: "check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one...."

Event description:
Olympus was informed that the clv-s190 generated an e103 error and the spare lamp was illuminated. There was no patient injury or harm, associated with the problem, reported to olympus.